Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and was unable to duplicate the alleged malfunction. The stm performed function checks with a system trainer, ran the iabp in semi auto mode and was able to change both the inflation and deflation timing. The stm then ran the iabp in auto mode and was able to change the deflation timing (inflation timing cannot be changed in auto mode). The iabp then passed all calibration, functional and safety tests that were performed and was returned to the customer for clinical use.

Event description:
It was reported that while in use on a patient the timing of the cardiosave intra-aortic balloon pump (iabp) was unable to be reset and the iabp was not inflating and deflating the balloon. No patient harm, serious injury or adverse event was reported.